Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp )had a helium leak.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site telephone: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) helium leak. A getinge field service engineer evaluated leak issue. Made sure I had adequate parts in my van stock to handle helium leak repair. 12/1 upon initial inspection, I observed customer helium tank was empty as all helium had leaked out. I began troubleshooting for helium leaks. I performed a system leak test first which the unit passed. Upon further investigation, I discovered the o-ring on the connection from console to cart was partially missing. This was causing the leak. I replaced helium cylinder the o-ring and the problem was resolved. I then performed a complete system checkout. Unit passed all testing and was cleared for clinical use. No patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp )had a helium leak. There was no patient involved.